Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent loss of bluetooth connectivity between the ilet and a dexcom g7 cgm multiple times per day, particularly when showering or when the ilet was removed from a chest strap, which required frequent ilet restarts to reestablish connection while glucose data remained available in the dexcom app. Symptoms included no adverse physiological effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education, verification of use conditions and device placement, with receipt and inspection of the returned device. Investigation of this case revealed intermittent signal loss between devices without identifiable obstruction, with temporary restoration after device restart and improved but incomplete performance when repositioned. It was concluded that the issue involved intermittent communication disruption between the ilet and cgm, with replacement of the ilet pursued to resolve the problem.